Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged and the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer confirmed pump display turned on when plugged into a power source.